Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 307 mg/dl after a supply change while using the ilet with an inset infusion set; the user replaced the infusion site and subsequently returned to range, and no alerts or alarms were reported. Customer care provided support that included user report confirming return to target after the site replacement, along with troubleshooting. Investigation of this case revealed no evidence of a device malfunction, cannula bending, or leakage, and the event was consistent with cause unclear hyperglycemia that resolved with an infusion site change. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary hyperglycemia that resolved after site-only change, with no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.